Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and thv training manuals, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the root cause of the cai and the inadequate coaptation of the leaflets was indicated as aortic movement of the delivery system balloon during post dilation, causing the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, the valve was placed 70:30 aortic, with moderate central ai with less than adequate coaptation of the sapien leaflets initially a bav was performed with a 23x4 edwards balloon during rapid pacing. The 26mm sapien was implanted 60:40 within the native annulus. Post implant tee revealed moderate pvl. It was discussed and determined by the team to post dilate the valve with an additional 1cc of contrast solution, for a total of 24cc's in the atrion indeflator. During rapid pacing the balloon was inflated within the sapien valve and the balloon moved aortic 70:30. Post tee revealed mild paravalvular leak (pvl), and moderate central aortic insufficiency (cai). Tee was continually assessed for approximately 10 minutes post dilation and continued to reveal moderate cai with less than adequate coaptation of the sapien leaflets in the short and long axis view. After another discussion with the team, it was determined that another valve should be implanted within the first valve, as it appeared the first valve had flared on the aortic side. The second 26mm sapien was implanted 50:50 within the first valve. Post tee revealed zero pvl, and zero ai. The access site was then surgically closed in the usual and sterile fashion. The patient was extubated in the or and transferred in stable condition to the ICU. It was reported that the cause of the event was aortic movement of the delivery system balloon during post dilation, causing the valve to flare and affecting coaptation of the leaflets, leading to cai. The patient had moderate native valve/leaflet calcification, and moderate aortic root calcification.